Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not show up at pyxis and was showing up as preadmitted. A technical support specialist (tss) logged into the enterprise server, found that the patient was in pre-admitted status, informed the customer regarding the related knowledge article ¿admitted patients appear pre-admitted¿, and noticed that the patient was discharged. The tss tried to reach out the customer for further updates and proceeded to close the case as no response received. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patient did not show up at pyxis and was showing up as pre-admitted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.